Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens implant procedure, the plunger over ride the lens and the haptic was broken. The lens was replaced with a back up lens and surgery was completed within the same day. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The device and the lens were returned separated. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. There also appears to be blood inside the loading area and the nozzle. The plunger has been retracted to the loading area. No damage observed. The lens was returned loose. Viscoelastic and blood is observed on the lens. One haptic is broken-gusset area. The broken haptic was not found in the carton. Product history records were reviewed and documentation indicated the product met release criteria. The reported broken haptic was observed. The root cause for the broken haptic could not be determined. The plunger was retracted and the lens was returned outside of the device. The plunger position in relation to the broken haptic during advancement cannot be determined. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event the manufacturer internal reference number is: (B)(4).